Event description:
The customer stated a physician questioned a total psa result of 0.22 ng/ml generated on the axsym analyzer. The sample was retested with a result of 4.36 ng/ml. No impact to patient management was reported. The customer requested service to resolve the issue.

Manufacturer narrative:
A field service representative (fsr) replaced an obstructed sampling probe to resolve the issue. A service history review found no additional incidents of axsym generating erratic results after the fsr replaced the obstructed probe. The axsym system operation manual contains adequate information on the probable causes and corrective actions for erratic results. The probable causes include dirty or damaged probe. The total psa package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A review of metrics and worldwide complaints did not identify any adverse trends due to total psa discrepant results generation or obstructed probes causing discrepant results. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the discrepant patient result was a malfunction of the axsym due to the customer using an obstructed sampling probe. The actual cause of the discrepant total psa patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer list no. 07a83-95, or axsym probe list no. 09a59-01 related to the issue under investigation. This is the final report.